Event description:
It was reported that the patient advised pump was not set-up even though it has been used regularly every 3 days without issue. Pump had not maintained its set-up. Patient switched to backup pump and continued infusion. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the device had a cracked rear housing at cartridge viewing window. A review of the event history log was unable to be completed as the history log function was not set up. Functional testing of the device was able to confirm and replicate the reported event. It was found that pump has not maintained its set-up which is related to lost programming. It was determined that the cause of lost programming is due to user's lack of training. It is mentioned in the notification of change information providing to user, without power from the aaa battery after 2 days, all programming will be lost. The aaa battery was replaced to resolve the issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.